Manufacturer narrative:
The subject device has not been returned to omsc for evaluation but was returned to olympus (B)(4). (B)(4) checked the subject device and found that the reported phenomenon could not be duplicated. Omsc reviewed the manufacture history (DHR) of the device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. Although this was not reproduced by the repair department, it is assumed that lamp disappeared due to incorrect installation, and that this was detected and a e102 fault (clv lamp disappeared) was informed. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during unspecified timing, it was found that the error e102 which indicated that the subject device was broken down was displayed. Also the subject device switched off. There was no report of patient injury associated with the event.